Manufacturer narrative:
Section b.3 updated to reflect date of event the field service representative (fsr) inspected the instrument and multiple parts were replaced, cleaned and calibrated; however, a definitive part was not identified as the cause for the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) returned no additional tickets for false reactive anti-hbc ii patient results. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The account observed false reactive alinity I anti-hbc ii results on 12 samples alinity I processing module that repeated nonreactive on another instrument. Data provided (units of measure s/co): 1: 1.61/1.98/1.75 repeated 0.25/0.22 2: 1.23/0.72/1.40 repeated 0.32/0.28 3: 1.29/1.34/0.91 repeated 0.10/0.14 4: 1.21/1.19/1.28 repeated 0.13/0.12 5: 1.73/1.79/1.83 repeated 0.11/0.11 6: 1.19/1.35/1.35 repeated 0.14/0.13 7: 1.30/1.28/1.04 repeated 0.15/0.15 8: 1.66/1.79/1.75 repeated 0.14/0.16 9: 1.29/1.34/1.31 repeated 0.07/0.07 10: 1.23/1.61/1.52 repeated 0.14/0.14 11: 1.00/1.19/1.19 repeated 0.81/0.81 12: 1.48/1.35/1.37 repeated 0.30/0.20. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account observed false reactive alinity I anti-hbc ii results on 12 samples alinity I processing module that repeated nonreactive on another instrument. Data provided (units of measure s/co): 1: 1.61/1.98/1.75 repeated 0.25/0.22, 2: 1.23/0.72/1.40 repeated 0.32/0.28, 3: 1.29/1.34/0.91 repeated 0.10/0.14, 4: 1.21/1.19/1.28 repeated 0.13/0.12, 5: 1.73/1.79/1.83 repeated 0.11/0.11, 6: 1.19/1.35/1.35 repeated 0.14/0.13, 7: 1.30/1.28/1.04 repeated 0.15/0.15, 8: 1.66/1.79/1.75 repeated 0.14/0.16, 9: 1.29/1.34/1.31 repeated 0.07/0.07, 10: 1.23/1.61/1.52 repeated 0.14/0.14, 11: 1.00/1.19/1.19 repeated 0.81/0.81, 12: 1.48/1.35/1.37 repeated 0.30/0.20. No impact to patient management was reported.